Event description:
Lasso image would not display on the monitor. They were not communicating properly. This was not an out-of-the-box failure. Replaced catheter with a new one and the problem was resolved. There was no harm to the patient.====================== health professional's impression======================n/a====================== manufacturer response for lasso 2515 nav, lasso 2515 nav======================awaiting response.